Event description:
It was reported that during a thoracotomy procedure, after the surgeon had cut the bronchus he realized the device had not stapled. They fired a new device and over sewed the area. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4).